Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation the technician observed extensive damage. The observed damage is typically a result of the device being tampered with. Due to the condition in which the device was received, root cause analysis could not be performed. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.